Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hypoglycemia attributed to maladaptive learning of the insulin-dosing algorithm, and customer care assisted with a full reset and setup, restored targets to prior settings, and recommended a full supply change while the user elected to keep the existing cartridge. Symptoms included low blood glucose that was treated during the call, with glucose recovering to 140 mg/dl. Outcomes included completion of troubleshooting and education with no alerts or alarms and no hospitalization. Investigation included technical support review, guidance on device configuration, and user-directed corrective actions. Investigation of this case revealed an algorithm performance issue consistent with maladaptive learning without confirmed hardware malfunction, and the condition resolved after the reset and parameter restoration. It was concluded, based on previously established findings for similar reports, that the cause was unclear.